Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur, allowing the customer to continue using the pump with the instruction to report any future issues.